Event description:
Appears to be manufacturing defect in placement of instructional diagram for sterile application. Ecolab microtek shoulder arthroscopy drape ref #(B)(4), lot #d183304 was designed so that when you drape the lower part of the body, the adhesive part of the drape is on the wrong side. If you use the diagram on the drape - you are placing upside down